Event description:
It was reported the ventricular set screw on the device could not be located with the wrench. The device did not look or feel like there was a hole. The wrench simply goes around in a circle when pushed down to where the hole for the set screw should be. The device was not used for the procedure. Another device was implanted instead. No patient complications have been reported as a result of this event

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed. No anomalies were found. The setscrew was loose/detached.